Manufacturer narrative:
Film analysis summary; the reported component detachment between the bifurcate ipsi limb and the right limb extension, with a resulting type iiia endoleak and aaa expansion was confirmed; however, the exact cause could not be determined from the films provided. The anatomy at implant is unknown, the amount of component overlap at implant could not be determined, and earlier post-implant CT¿s were not available for comparison. There was severe angulation observed between the infrarenal neck and iliac limbs, and it is therefore possible that aneurysm morphology changes contributed to the limb detachment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e tbf3216c124e, serial/lot #: (B)(4), ubd: 03-jun-2016, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 90 mm diameter abdominal aortic aneurysm. It was reported that the patient presented for follow up approximately 5 years post index procedure with abdominal pain. An enlarged aaa sac was observed on the cta, which the physician believed to be due to a type iiia separation leak between the bottom of the main body limb and the endurant ii limb extension. The patient was treated with implant of an additional limb to bridge the type iiia endoleak. The event was then resolved. As per the physician, the cause of the event was related to the patient's anatomy. It was noted that there was large aaa sac with no thrombus, and that the physician believed that the patient's disease was progressing in the neck and iliac's of the aorta. No additional clinical sequelae were reported and the patient is fine.